Event description:
Patient was revised to address pain with abnormal MRI. (Left hip).

Event description:
Update: (B)(6) 2013 - legal claim received alleging that the patient suffers from high concentrations of various metallic elements and pain. The acetabular cup has been added to the complaint. The complaint and associated mdrs were updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to brown, irritated fibrinous tissue and corrosion of the femoral neck. Upon revision, a small amount of bone loss was encountering resulting in a superior bony defect which was then grafted. The stem and sleeve have been added to the complaint. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this complaint closed.